Event description:
The surgeon provided additional info. About three months after cataract surgery with intraocular lens implant, the patient reported experiencing glare (sunburst effect) and stated that she could see the edge of the lens. The patient identified symptoms for the 1st time of 08/2002. However, the patient states she has not been able to drive since her surgery. The patient has been treated with pilocarpine and antireflective transmissions glasses. Larger pupils, a possible forceps impression on the lens, and dry eye have all been identified/questioned as possible contributing factors.

Event description:
A surgeon reports that the pt sees starbursts at night since receiving an intraocular lens (iol) implant. The pt's vision one day post-op was 20/25 and is now 20/20 uncorrected. The lens is in the capsular bag, and the surgeon can see a slight impression on the lens he believes is from the forceps used during surgery. The impression is peripheral to the visual axis. The pt suffers from dry eye. Add'l info has been requested.